Manufacturer narrative:
Initial reporter: there was no contact phone number or complete address provided. The date of manufacture was unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device returned to the manufacturer was incorrectly documented as (B)(6) 2014 instead of (B)(6) 2014. The correct device returned date has been corrected to (B)(6) 2014. The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which found witness marks on the cutter shaft from worn bearings. The shaft was scored where the fracture occurred and there was evidence of localized heating of the shaft. It was noted that the attachment device sleeves were worn and required replacement from the worn bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a hypophysis surgical procedure, it was discovered that when the cutting burr device was inserted through the nostril, it broke shortly after the surgeon started cutting the bone. According to the report, there was a 30 minute delay to the surgical procedure to remove the broken tip of the device. It was unknown to the reporter if a spare device was available for use or if the surgery was completed successfully. There was medical or surgical intervention required as a result of this event. However, the type of medical intervention was unknown to the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.